Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4.. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014798, in question was manufactured at the reynosa site. DHR review: the lot 6014798 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 07/aug/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5g04127 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 05/aug/2025, with a total of (B)(4) units. The lot 5g04122 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 04/aug/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the DHR showed that during the outgoing test 2 an extended was found for delamination in two samples and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. The failure was found on 2d codes on the ticket. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of connector the lot 5g04169 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 04/aug/2025, with a total of (B)(4) units the lot 5g04170 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 05/aug/2025, with a total of (B)(4) units the lot 5g04168 was manufactured according to the wi version 41 in the gluing of connector in the line 03, on 04/aug/2025, with a total of (B)(4) units conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient also experienced a red, itchy rashes. No further information available.